Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 right ventricular assist device (rvad) on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had right heart failure and was implanted with a second heartmate 3 lvas pump as a right ventricular assist device (rvad) on (B)(6) 2021. The patient¿s first left ventricular assist device was reportedly operating as intended and there were no device related issues that contributed to the right heart failure. The event was determined to be due to the patient¿s heart failure progression as the patient was very sick. The patient remained ongoing on heartmate 3 lvas, serial number:(B)(6), until on (B)(6) 2021 when the patient ultimately expired. The device was not returned for evaluation (reference MFR.#: 2916596-2021-03948). The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jun2021. No further information was provided. The manufacturer is closing the file on this event.